Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device "touchscreen does not work." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
The device passed testing. A review of the device history at the service center indicated button ID: invalid touchscreen errors. Additional testing found fluid ingress on the touchscreen which is the probable cause of the intermittent non responsive touchscreen. Further testing found the device cooling fan was not turning and a s233 (overtemperature) alarm codes were noted in the device history. This was due to a broken device cooling fan. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.